Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative. On an unknown date essure confirmatory test was not specified, result of which was total bilateral occlusion. Concurrent conditions included abdominal pain and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), muscular weakness ("weakness with pain from right hip down to ankle"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst ("allergic or hypersensitivity reaction type: ovarian cyst"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("pain/right leg pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain and abdominal pain lower had resolved, the muscular weakness, menorrhagia, vaginal haemorrhage, ovarian cyst, female sexual dysfunction, allergy to metals and dysmenorrhoea outcome was unknown and the pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, muscular weakness, ovarian cyst, pain in extremity and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: uterus and ovaries are unremarkable. Linear echogenic structures along the lateral margins of the uterus presumably represents essure device. Anechoic 2 . 5 cm cystic structure in the right adnexa likely represents a para ovarian cyst. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: vaginal bleeding and abdominal pain batch no b71768 production date 2013-09-13 expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain'). In an adult female patient who had essure (batch no. B71768), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pregnancy test: urine negative, on an unknown date, essure confirmatory test was not specified. Result of which was total bilateral occlusion. Concurrent conditions included: abdominal pain and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), muscular weakness ("weakness with pain from right hip down to ankle"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), ovarian cyst ("allergic or hypersensitivity reaction type: ovarian cyst"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("pain/right leg pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain and abdominal pain lower had resolved. The muscular weakness, menorrhagia, vaginal haemorrhage, ovarian cyst, female sexual dysfunction, allergy to metals and dysmenorrhoea outcome was unknown. And the pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, muscular weakness, ovarian cyst, pain in extremity and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on an unknown date, uterus and ovaries are unremarkable. Linear echogenic structures along the lateral margins of the uterus presumably represents essure device. Anechoic 2 .5 cm cystic structure in the right adnexa likely, represents a para ovarian cyst. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: vaginal bleeding and abdominal pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient details (race information), medical history, lot number and expiration date were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date essure confirmatory test was not specified, result of which was total bilateral occlusion. Concurrent conditions included abdominal pain and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), muscular weakness ("weakness with pain from right hip down to ankle"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst ("allergic or hypersensitivity reaction type: ovarian cyst"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("pain/right leg pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain and abdominal pain lower had resolved, the muscular weakness, menorrhagia, vaginal haemorrhage, ovarian cyst, female sexual dysfunction, allergy to metals and dysmenorrhoea outcome was unknown and the pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, muscular weakness, ovarian cyst, pain in extremity and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: uterus and ovaries are unremarkable. Linear echogenic structures along the lateral margins of the uterus presumably represents essure device. Anechoic 2 . 5 cm cystic structure in the right adnexa likely represents a para ovarian cyst. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: vaginal bleeding and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and medical record received: case became incident. Previously reported event injury nos was replaced with new events in pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), ovarian cyst, apareunia, nickel allergy, dysmenorrhea, abdominal pain, lower back pain, weakness with pain from right hip down to ankle, right leg pain, abdominal pain lower. Reporter information, patients demographic details, date of essure removal and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.